Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0u282, implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient never had relief from their urgency problems since implant on (B)(6) 2015. The patient had tried 3 of their programs and did get some relief from frequency, but not urgency. The patient never had the fourth program because their health care provider (hcp) told them 1 of the electrodes was not working since implant. The patient never followed-up with their hcp since implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Occupation: non-healthcare professional. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reiterated healthcare professional (hcp) said the patient only had 3 electrodes working and the therapy worked in the beginning but then didn't work for her. Due to the therapy not working for the patient, her incontinence was still bad and she wanted to look into either possibly finding an hcp to see if she can continue the therapy or a different therapy. The patient inquired other therapies for bladder. According to the patient, she began using botox and they were incredible for her but she was looking for a long term solution to her bladder issues and didn't know how much longer insurance would approve botox injections. In addition, the patient turned the device off in (B)(6) 2017 because she had a couple incidents of heavy shocking. She got bad shocks that almost took her breathe away. At the moment, the patient was pretty sure the implant was off because when she turned it off, the shocking stopped and she doesn't have shocking now. There were no further complications or anticipations reported with this event.

Event description:
Additional information received from the patient reported that the patient fell a couple week prior and the healthcare professional (hcp) wanted to perform a mylegram. The patient also stated that she told the hcp that the urgency had not being controlled and the hcp told her to consider wearing diaper and didn't even mention reprogramming. She stated that the hcp looked at the site and commented that it was odd that it was on the right side as he typically implanted on the other side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were having 0 luck with the device and wanted to find a different healthcare professional (hcp). The patient stated that the device was implanted to help with their overactive bladder (oab). The patient noted that they did not have as much frequency, but their hcp did not tell them that the device would not help with their incontinence. The patient stated that their incontinence had gotten really bad and noted that during the evaluation their incontinence was not as bad as it was at the time of report. The patient stated that during the evaluation they wore a thin panty liner and at the time of report had to wear diapers. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported immediately after she had the implant, she was informed by the healthcare provider (hcp) that she only had three electrodes working. Patient asked what would need to do to get 4 electrodes working. She did not know the device was implanted for incontinence. Patient indicated her incontinence had gotten ten times worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.